Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m hr hpv amp kit (list 09n15-090) lot 385722. Customer data review customer result log files were reviewed. The runs which involved the discrepant result were valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m hr hpv amp kit (list 09n15-090) lot 385722 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m hr hpv amp kit (list 09n15-090) lot 385722 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for this lot number. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m hr hpv amp kit (list 09n15-090) lot 385722. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency alinity m hr hpv amp kit (list 09n15-090) lot 385722 was not identified.

Manufacturer narrative:
A mistake was identified on march 15, 2024 where d4 was not updated in the final MDR. This follow up is being submitted to correct that error from lot 387196 to lot 385722. There was no change any other previously submitted information, nor any change to the investigation conclusions. On 03/15/2024 corrections: corrected d4 lot number, expiration date, and UDI. Corrected h4.

Event description:
The customer reported a false not detected result while using the alinity m hr hpv amp kit. Sid (sample ID) (B)(6) was negative for hpv 16 on (B)(6) 2023 on alinity m sn (serial number) (B)(6), positive for hpv 16 (CT 26.26) on (B)(6) 2023 on alinity m sn (B)(6) and positive for hpv 16 (27.33) on (B)(6) 2023 on alinity m sn (B)(6). The primary sample (thinprep) has been through the alinity mp to be aliquoted. The three tubes came out from the same primary tube (thinprep). The customer did not report the result externally. There was no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in france using the alinity m hr hpv assay, list list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.